Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported the account did not know the generator that was used or the patient information. It was noted the handpiece box had a noted that stated ¿defective end piece frayed and pulled off before application¿.

Manufacturer narrative:
Analysis summary: complaint confirmed. Analysis found all components are present except for adenoid tip that was not provided back from the sender. It was noted that upon receiving the device, the heat shrink at the bottom of the shaft looked to be torn/ melted with the shaft being left exposed. It has been concluded that the cause of the shaft being disconnected from the bottom handle and connector was the technique and force that the user had when connecting/ disconnecting the adenoid component from the device. Observing and comparing the device versus the requirements of assembling the device, the device was assembled properly. Residue of loctite on the components were also confirmed that there was sufficient evidence that the device was also assembled properly medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that when the tech went to use the item, the end piece pulled off before the application. It was noted the hcp was transferred to service and repair. Additional information from the manufacturer representative (rep) reported they had called the hcp to request information, but did not hear back from the hcp. Additional information from the hcp via the manufacturer representative rep reported the rep picked up the product to return late last week. The hcp did not know the details of where the disposable detached, but the rep had it to look at and someone wrote a description on the box. The rep noted it was an adenoid tip during an adenoid case. The case was completed using some alternative, the hcp did not know what was used. There was no impact to the patient or case time.